Event description:
It was initially reported surgeon that one of his pt had infection developed at the generator site after a battery replacement surgery. Follow up with the surgeon revealed that the cultures were taken and it was found to be (B)(6). The surgeon treated the infection with antibiotics and it was resolved. Pt again presented at the surgeon's office after couple of months due to pressure necrosis at the generator site. Wound revision was performed and pt was free of infection once again. No pt manipulation or trauma was reported. Surgeon believed that the infection had something to do with the battery replacement surgery as pt presented with the infection right after the surgery. Device sterility records were checked and it was confirmed that the device was sterile at the time of dispatch from the manufacturer.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.